Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had an error 23087. The system encountered a fault on arm 3 and the customer disabled the arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained a power cycle of the system would be required to re-enable the usm that was disabled. The customer power cycled the system and the system reported ready for use. Onsite was not connected at the time of the call. The customer was unable to extract logs as the procedure was ongoing. The customer called back to explain the error 23087 was persisting. The customer was unable to pull the event logs from the vision side cart (vsc). The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and found no errors on startup or during test drive. The fse found no errors when manipulating arm 4 through full range of motion. The fse ran universal surgical manipulator (usm) verification under calibration and test dte. Usm 4 carriage moved to bottom of range out of sync with other arms halfway through dte tests and never moved after. Dte failed on insertion friction test with error on usm 4 movement out of range. The fse found usm 4 failed friction testing, and replaced it. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. The insertion linear bearing screws were found to be loose. The unit was tested on an in-house system in normal mode with no related errors found. The unit failed the insertion joint test when the sensors were checked. The insertion linear bearing was found to be defective.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Annex codes c and d have been updated based on failure analysis testing.